Event description:
During recertification of the product by zoll's technical service department, the device's override key switch rotated 360 degrees. There was no patient involvement in the reported failure.